Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient reported capsular contracture, baker grade ii. Healthcare professional later reported and confirmed a capsular contracture baker, grade iii. The device remains implanted. This relates to the right side.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: deformation observed in the device. White particles observed in the surface of the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side "exchange with no complaint against the device". Healthcare professional later reported right side capsular contracture baker grade iii. The device has been explanted and replaced.

Event description:
The device has been explanted.